Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that an aorta perforation, hemorrhage and pericardial effusion (pe)/tamponade occurred. The procedure was cancelled. During a left atrial appendage closure (laac) procedure, a versacross connect laac was selected for use. The watchman double curve sheath was advanced into the superior vena cava (svc) however, the versacross wire would not advance into the right atrium (ra) and into svc. A venogram was performed which showed tortuosity of inferior vena cava (ivc) into ra at the junction. A non-boston scientific wire was then used to navigate and advance into the svc. This wire was exchanged for the versacross rf wire and the watchman sheath was then advanced into the svc. The system was then used to cross the septum to gain access into the left atrium. Upon crossing, it was then discovered the patient was developing a pericardial effusion. The procedure was then stopped and a pericardiocentesis was performed. The cardiovascular surgeon was called emergently. The transesophageal echocardiogram (tee) imaging physician suspects the wire perforated the aortic cusp. It was later confirmed that a wire perforation in the back of the ra and a second wire hole in the aorta at the sinotubular junction. So physician believes the first transseptal puncture that's the image that have captured on tee. The second puncture tee image was not captured, which then went into the la and the dilator was advanced. Physician fixed it with two stitches. They reviewed the picture of the transseptal puncture and the physician agreed that it was a good spot. Puncture in the ra. In the process of navigating the tortuosity from the ivc to right atrium, the wire (glide wire) being used went through and into the ra instead of navigating the turns (tortuosity).the patient was stabilized and transferred to surgery for exploration/repair. The patient was hospitalized and later was discharged home. The physician and surgeon feel this is where the initial perforation of the right atrium happened and further advancing the wds (without knowing this had occurred) is what started the pericardial effusion/tamponade. Act was therapeutic. The blood drained from the pe/tamponade was auto transfused, and the patient received additional blood during the surgical procedure. The device is not expected to be returned for analysis (discarded).